Manufacturer narrative:
In 2009, the patient reported that there was no pump malfunction associated with the hospitalization. The patient also stated that he had been ill for more than 24 hours prior to the hospitalization, and had not checked his blood glucose levels during that time. The pump user guide "sick day guidelines" instruct the patient that "during periods of short-term illness, it may be more difficult to maintain good control of your diabetes." The "sick day guidelines" also instruct the patient to "increase the frequency of bg testing to every 2 to 4 hours as long as bg is elevated. If bg is over 250, check for ketones every 4 hours until negative results are obtained." The patient also stated that upon removal, the infusion set exhibited a kinked cannula. The pump user guide instructs that a change of the infusion set is indicated following elevated blood glucose levels. Subsequently, it was also reported that the pump exhibited an occlusion, but did not emit an alarm to alert the user to this condition. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient was hospitalized for cardiac arrest, elevated blood glucose levels, and dka. It was subsequently reported that the pump exhibited an occlusion, but did not emit an alarm to alert the user to this condition.